Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient had several episodes stored as non-sustained lead noise due to p-wave oversensing. Programming changes were recommended. Device remains implanted.